Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be returned on a supplemental report.

Event description:
Dislocation of the locking screw, surgical removal.

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed since x-rays show a back-out screw. A review of the device history for the reported lot did not indicate any abnormalities. X-rays were provided to our clinical expert. He stated: ¿in the given case, a compression screw has been used for fracture compression. The surgical technique of the compression screw is described in the op-tech on fig. 50 (page 31). According to the wording in the surgical report the affected compression screw has got loosened and backed out (no respective x-ray submitted). Because this screw has a normal metric thread without any self-locking mechanism, there is a high risk of unintended postoperative spontaneous loosening and back-out. ¿ the event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. However, a potential non conformity could be identified on the documentation. Therefore, a potential nc was opened in the system to update op tech. (B)(4). After further discussion it has been determined that the removal of this screw is a part of surgeon skills and experience. Therefore no further action is required. Indications for any material, manufacturing or design related problems were not determined in the investigation. Based on the investigation results, this case could be classified as user related.

Event description:
Dislocation of the locking screw, surgical removal.